Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not returned yet.

Event description:
There was no patient involved. No status indicator or leds lighting. Buttons not functioning

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 15th september 2014. Upon receipt the device was found to be failing self-tests due to a speech chip label mismatch error. The user would have been alerted with a ¿warning, device service required¿ prompt alongside a flashing red status led and failure chirp. A fractured solder joint on track 14 (key3_button) on the j12 connector had resulted in the track remaining open circuit, causing the device to not boot up in CPR advisor mode and the subsequent speech chip label mismatch errors. Heartsine records indicate the device had performed to specification throughout out qat on the 15th september 2014 and the device passed a self-test upon installation on the 6th november 2014. This would therefore indicate the solder joint had become fractured after this time. Furthermore, the returned pad-pak was found to be depleted beyond any use. This was likely due to the device remaining in fault mode for over 3 years prior to the date of complaint on the (B)(6) 2018. The device could therefore not be powered on with this pad-pak and had resulted in the reported faults of no status indicator, leds or buttons functioning. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved. No status indicator or leds lighting. Buttons not functioning.